Event description:
A case study report was received in which it was indicated that a patient's device returned high impedance. It was indicated that the high impedance was likely due to a lead break. X-rays were taken; however there was no obvious lead break seen. It was stated that the patient underwent a lead revision as a result. No further relevant information has been received to date.